Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7039249.

Event description:
It was reported that the patient's ipg pocket site has not completely closed. The patient underwent a spinal cord stimulator explant procedure. No device malfunction was suspected. The explanted devices will not be returned.